Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012215985); product type: 0195-heart valves; product ID {l-evolutfx-2329}; product lot/serial number { (B)(6) }; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following deployment, the valve was recaptured due to the valve initially being deployed too deep in the ventricle. Upon a second deployment attempt to a depth of 4 mm on the left coronary cusp and 4 mm on the non-coronary cusp, an infold was observed in the valve frame. Subsequently, the valve recaptured and withdrawn from the patient. A new valve was loaded and successfully implanted in the patient. No patient complications were reported as a result of this event.